Manufacturer narrative:
The associated device was reprogrammed to resolve the issue. Later the muscle stimulation returned. Intervention was required as this lead has dislodged which was causing the muscle stimulation. Following intervention, the muscle stimulation resolved. No adverse patient effects were reported and the lead remains in service.

Event description:
Boston scientific received information that the patient implanted with this lead complained of muscle stimulation.